Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, inappropriate measured data was seen. The measured battery data was 2.83v, 11ua, <1 kohms. A follow- up will be scheduled to monitor the device.